Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with inside the introducer sheath. Visual and microscopic examination of the returned device found that the coil delivery wire was kinked and broken. The coil introducer sheath and the main coil were also kinked. The device was retracted from the introducer sheath with friction noted. It is probable that the observed coil delivery wire break was the result of handling of the device limiting the performance of the coil during the clinical procedure.

Event description:
Analysis of the returned device noted that the coil delivery was broken. No consequences to the patient were reported.